Event description:
A report was received that the patient was explanted due to paddle lead erosion. The patient was prescribed oral antibiotics. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4). Model description: implantable pulse generator. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.